Event description:
Per the clinic, the device was explanted in 2014 (specific date not reported) due to an infection (site not confirmed). The patient was reimplanted with another cochlear device in the same year.